Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is aviva system 1, medwatch with (B)(6) is aviva system 2.

Event description:
Caller reported aviva system 1 blood glucose results, all mg/dl: (B)(6) 2013 12:23pm 489 12:25pm 119 12:33pm 110 12:35pm 136 12:39pm 110 12:40pm 179 he used the same vial of strips with aviva system 2: (B)(6) 2013 1:31pm 157 1:31pm 111 1:33pm hi, which on the system indicates a result in excess of 600 mg/dl 1:35pm 108 1:38pm 122 2:00pm 219 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.